Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 08may2026 the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. The angio-seal device was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: during the pull back portion of deployment, the device pulled out of the artery. Upon further inspection, it was determined that the anchor was still in the tip of the sheath, and not inside the patient's body. Manual pressure was performed, followed by a 4-hour recovery. The patient was doing well. No blood loss was reported. The procedure performed was an leg angio.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: nurse manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.